Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp - MRI tech) reported that the patient was in need of an MRI, but the patient informed them that the implanted neurostimulator (ins) "hadn't been on for two years because it 'didn't work'', which was later explained by the patient that the ins kept "rolling under the skin" so they stopped charging the ins.  Due to not charging the ins, the ins went into overdischarge.  The patient stated they had surgery twice to address the ins "rolling under the skin", but the issue didn't resolve, so the patient was supposed to have surgery to remove the ins.  The patient was redirected to see their doctor to discuss next steps and to determine MRI eligibility.  No symptoms reported.